Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included gallbladder disease. Concomitant products included levonorgestrel (mirena) since (B)(6) to (B)(6) 2012, magnesium oxide and topiramate (topamax). In (B)(6) 2013, the patient had essure inserted. In (B)(6), the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain upper and abdominal pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved, the genital haemorrhage and dysmenorrhoea had not resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information and events -menorrhagia, abnormal bleeding (general), abnormal bleeding (vaginal), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), stomach pain, abdominal pain, plaintiff had not undergone essure confirmation test were added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 818041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's past medical history included caesarean section (2004,2005) and cervix cerclage procedure. Concurrent conditions included gallbladder disease. Concomitant products included levonorgestrel (mirena) since 2007 to (B)(6)2012, magnesium oxide and topiramate (topamax). In (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain upper and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: product lot number and outcome for event dyspareunia (painful sexual intercourse) was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormalbleeding (general)") in a 35-year-old female patient who had essure (batch no. 818041-invalid, 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's medical history included caesarean section (2004,2005) and cervix cerclage procedure. Concurrent conditions included gallbladder disease. Concomitant products included levonorgestrel (mirena) since 2007 to (B)(6) 2012, magnesium oxide and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexualintercourse)"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc(product technical complaints). Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormalbleeding (general)") in a 35-year-old female patient who had essure (batch no. 818041-invalid, 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's medical history included caesarean section (2004,2005) and cervix cerclage procedure. Concurrent conditions included gallbladder disease. Concomitant products included levonorgestrel (mirena) since 2007 to february 2012, magnesium oxide and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexualintercourse)"). In november 2014, the patient experienced abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery . Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received only lot number added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormalbleeding (general)") in a 35-year-old female patient who had essure (batch no. 818041-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's past medical history included caesarean section (2004,2005) and cervix cerclage procedure. Concurrent conditions included gallbladder disease. Concomitant products included levonorgestrel (mirena) since 2007 to february 2012, magnesium oxide and topiramate (topamax). In february 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexualintercourse)"). In november 2014, the patient experienced abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on 28-apr-2017. At the time of the report, the pelvic pain, abdominal pain upper and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.